Event description:
It was reported that during the procedure to place the definitive prosthesis, the attune impaction handle is disassembled. The instrument technician is then informed of what was presented and this piece is removed with all its fragments. The other piece of the same reference, which also comes with the equipment, is passed to the specialist, thus completing the surgery successfully, without affecting the patient and without altering the surgical times.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the attune impaction handle was broken from the red lever. Also, the device show signs of repetitive use. No other anomalies were observed. The observed condition was identified as an end-of-life indicator, damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune impaction handle would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.